Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) had evidence of oversensed noise and high out-of-range right ventricular (rv) lead impedance measurements. Surgical intervention was performed and a loose device-to-lead connection was confirmed. The associated rv lead tested fine on the pacing system analyzer (psa). The lead-to-device connection was secured and both products remain in service. Several hours later the device detected out-of-range impedances again. Surgical intervention was performed and the lead was capped and replaced. No additional adverse patient effects were reported.